Manufacturer narrative:
The report is submitted on october 21, 2021.

Manufacturer narrative:
This report is submitted on sep 13, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to incorrect electrode placement. The patient was re-implanted with a new device during the same surgery.